Event description:
During a procedure, the customer experienced leaking at the manifold. The amount that leaked is unknown. The procedure continued without the customer needing to change out the manifold.